Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "removing old asr hip implants from patient due to pain and high metal levels in blood, suspected metalosis" the product was not returned to depuy synthes, however photos were provided for review. See attachment "img_0603.jpeg, img_0604.jpeg, img_0605.jpeg, img_0606.jpeg". Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removed asr hip implants from patient due to pain and high metal levels in blood, suspected metalosis. Doi: 2010. Doe: (B)(6) 2023. Affected side: right side.